Event description:
It was reported that there was an error resulting in unit shutdown during a case. The unit was replaced and case completed. There was no patient injury.

Manufacturer narrative:
No information provided to date after calls to customer on 01/31/23 and 02/06/23. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.